Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the catheter was returned with blood in the guide wire lumen. There was no contrast visible. The outer member had separated at the proximal set. The inner member had separated 3.3 cm proximal to the proximal seal. The facture faces were jagged. The inner member was slightly stretched. There was no other damage noted to the catheter. The guide wire used in the procedure was not returned. A new .014" guide wire was backloaded through the distal portion of the catheter without resistance. The new guide wire frontloaded the proximal portion of the catheter without resistance. Using a .0158" mandrel, the mandrel passed through the distal portion proximal portions of the catheter up to the separation without resistance. The mandrel would not pass through the shaft at the separation due to the stretched inner member. The cause of the separation is most likely due to excessive force applied while trying to remove the catheter stuck on the guide wire. The instructions for use (IFU) currently warns on using force to remove a catheter under resistance. This is described in the IFU warnings section as, "if there is resistance, determine the cause before procedding. Continuting to advance or retract the catheter while under resistance may result in separation of the catheter." The catheter was returned without the guide wire used in the case, thus the guide wire and no resistance was encountered. Because the guide wire was not returned, there is no definite assignable root cause that can the be determined at this time. The lot history record was reviewed and there were no non-conformities associated with this product lot. It is not possible to determine an exact root cause of the catheter separation. Quality engineering will continue to monitor/trend this complaint rate for possible future action. Current quality controls include, set up tensile testing for sealing operations, 100% inspection of all catheters to ensure device structure and integrity, and a full functionla test (including catheter tensile) on a sample of each lot.

Event description:
It was reported that the balloon stuck to the guide wire. The shaft separated when trying to remove it from the patient. There was no patient effect or injury.